Event description:
Reporter indicated a patient had high lead impedance with vns diagnostics testing. X-rays were received and reviewed by the manufacturer. The positive lead connector pin appears to not be fully inserted into the generator connector block. Based on the x-ray images, no obvious lead discontinuities were found. The connector pin not fully inserted into the generator connector block could be a cause for the reported high lead impedance. Reporter also indicated that the patient was referred to the emergency room in (B)(6) 2011, due to a fall from a bicycle that caused injury on the left side of the body. Surgery is planned for vns lead pin re-insertion, but has not been scheduled to date.

Event description:
Reporter indicated the patient had lead pin reinsertion surgery performed on (B)(6) 2011. After the lead pins were reinserted, the high lead impedance resolved and diagnostics were reported as within normal limits.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.x-rays reviewed by manufacturer, the positive lead pin is not fully inserted past the connector block of the generator.device failure is suspected, but did not cause or contribute to a death or serious injury.